Event description:
It was reported that the infusion set came off the needle during a supply change, with the event likely due to user error while setting up or deploying the inset; the ilet user placed a new set afterward, and no device alerts or alarms were reported. There were no reported symptoms or adverse clinical effects. Outcomes included no impact on health, no hospitalization, and no medical intervention. Investigation included troubleshooting and user education on correct infusion set setup and deployment. Investigation of this case revealed an infusion set handling or deployment issue consistent with incorrect deployment or connector attachment during setup. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.